Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) was advanced; however, the proximal shaft separated outside the patient¿s anatomy. Factors that may contribute to material separation (proximal shaft) include, but are not limited to, kinks or bends, inadvertent mishandling, user technique, interaction with difficult anatomy and/or accessory devices. Analysis of the returned device confirmed the reported material separation. In this case, it is possible that mishandling of the device contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the left anterior descending artery. The 3.0x23mm rx xience skypoint stent delivery system was advanced however the proximal shaft outside the patient anatomy separated. The distal portion of the device was simply withdrawn. Another skypoint was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the left anterior descending artery. The 3.0x23mm rx xience skypoint stent delivery system was advanced however the proximal shaft outside the patient anatomy separated. The distal portion of the device was simply withdrawn. Another skypoint was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.